Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 19, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 4315). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 4315 - cause not established. The affected samples were inspected upon receipt to show no visual anomalies. The thermistors on the sample were checked for functionality and they were found to function appropriately. Representative retention samples from the same product code and lot numbers were subjected to multiple sterilization cycles and environmental conditioning cycles and maintained thermistor functionality. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: (B)(4) probe. Health effect: impact code: (B)(4) no patient involvement. Heatlh effect: clinical code: (B)(4) no clinical signs, symptoms or conditions. Medical device problem code: (B)(4) unable to obtain readings. Investigation findings: (B)(4) results pending completion of investigation. Investigation conclusions: (B)(4) conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the temperature probe was not reading temperatures. No patient involvement. Product was changed out. Procedure was completed successfully.